Event description:
It was reported that the patient had a surgical procedure to add saline to the inflatable penile prosthesis (ipp) reservoir due to the cylinder strength being weak. The patient got better after the procedure. No patient complications were reported.